Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of patient or staff injury was reported.

Event description:
The customer reported that the image froze on the screen and no image. This issue would prevent the live image from being viewed, thereby making the system unusable. There is no report of injury or death associated with the event described in this complaint.